Manufacturer narrative:
(B)(4). As the pump was being returned for evaluation, it was lost in transit.

Manufacturer narrative:
(B)(4). The device reported, list number m771, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Event description:
The complainant reported an under-delivery. The intended delivery was 1000 ml at a rate of 150 ml/ hour for approximately 6.6 hours; however, the actual delivery volume was 250 ml.

Manufacturer narrative:
(B)(4). The device reported, list number m771, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.